Event description:
It was reported that the customer received several motor error alarms. Troubleshooting was performed and the displacement test failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and the device alarmed during the rewind, due to the encoder signal out of phase. Further testing was not performed and motor error alarms were not confirmed due to the alarm.